Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing. The noise was able to be reproduced with isometrics. Surgical intervention was taken to cap and replace the lead. This device was explanted for normal battery depletion and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.